Event description:
Consumer complaint of low blood glucose results. Performed back to back blood tests, 211 and 215mg/dl. Results in memory: (B)(6) at 9:13a 56 mg/dl, (B)(6) at 9:32p 232 mg/dl, (B)(6) at 8:56a 158 mg/dl, (B)(6) at 8:49p 203 mg/dl, (B)(6) at 9:51 at 9:51a 96 mg/dl. Customer states that normal readings in the morning are 80-90 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).